Event description:
It was reported that the patient presented appearing grey with an acute st segment elevation myocardial infarction (stemi) in process. The patient was taken emergently to the catheter lab where the right coronary artery (rca) was found to be totally occluded with thrombosis. After lesion predilatation, a xience xpedition stent was implanted with good results in the mid rca, however, distal to the stent a small area was noted that needed intervention. A 3.0x23mm xience xpedition stent delivery system (sds) was prepared per instructions for use without issue. The entire rca was again pre-dilated with a 3x15mm trek balloon at 18 atmospheres (atm) for 20 seconds. The 3.0x23mm xience xpedition sds met resistance when trying to cross the previously implanted stent, so it was decided to remove the stent delivery system; however, the stent caught with the previously implanted stent and dislodged. The physician pulled the stent delivery system into the 6 french guiding catheter and inflated the balloon in hopes of catching the stent. When the entire system was removed, there was no stent. Fluoroscopy was performed from the femoral access site through the coronary system, but the dislodged stent was not visualized. The physician reported that the stent was most likely in the iliac or popliteal. A 3.0x28mm xience xpedition stent was successfully implanted distal to the first stent without issue. There was no adverse patient sequela and no clinically significant delay in procedure. Per protocol, patient was placed on aspirin and plavix. One day post procedure, the patient was discharged. There was no additional information provided.

Manufacturer narrative:
(B)(4). Guide wire: bmw elite. Guide cath: jr4 6f. Stent attempted to be implanted distal to previously implanted stent. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. It should be noted the xience xpedition everolimus eluting coronary stent system instructions for use states: although the safety and effectiveness of treating more than one lesion per coronary artery with xience xpedition stents have not been established, if this is performed, place the stent in the distal lesion before the proximal lesion in order to minimize dislodgement risk incurred by traversing through deployed stents. Based on the reviewed information, no product deficiency was identified.